Event description:
Information received indicates the bed has no reverse trend function from the control panel.

Manufacturer narrative:
The technician replaced the logic and high voltage power circuit boards to repair the bed.